Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic a day after an initial system implant procedure. Upon interrogation, the patient's right atrial lead exhibited low sensing values, loss of capture, and extracardiac stimulation due to lead dislodgement. The lead was explanted and replaced. The patient's condition was noted to be stable after the procedure.